Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a weak sulcus, and cannot hold the intraocular lens (iol) implant. The lens was removed and replaced. The surgeon changed to anterior chamber lens. During the same procedure there was an incision enlargement; however, no vitrectomy, no capsule tear, or patient injury was reported. The patient was reported to be doing well.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation in one piece. Visual inspection using a microscope at 12x magnification shows the lens can be identified as monofocal z9002 silicone intraocular lens with no damage on haptics or edge of the lens. Surface residuals (particles and fibers) were observed on lens which indicates that the unit was handled and prepared for surgical use and that could be related to the handling the lens in a non-sterile environment. Based on the visual inspection the reported patient problem code was not verified. A manufacturing record review (mrr) was performed and the lens was manufactured within specifications. There is no associated deviation or non-conformity report found in the mrr for this complaint and/or similar issues. A search on complaints revealed that this is the only investigation requested for this production order. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.